Event description:
Two days after a recent pump refill with just lioresal (patient had been on a combination delivery of morphine at 0.8 mg per day and lioresal 115 mcg per day), the patient went to the emergency room with reports of increased spasticity in his lower extremities. The current managing physician believed the patient was experiencing opioid withdrawal because when administered an IV (drug unspecified) in the emergency room the patient experienced relief of the symptoms for around an hour. The patient did not complain of pain; he was having increased spasticity. The patient was admitted with what was called "baclofen withdrawal". He was discharged a couple days later and was doing very well. The patient was seen (B)(6) 2012 for some more troubleshooting and a dose increase. A side port aspiration was performed with brisk return of abundant, clear, colorless csf. The physician ordered a 20 mcg therapeutic bolus and increased the patient's daily dose 20% to 138 mcg per day. The patient was having some spasms in the office, but was much better than he had been. It was noted that the patient took oral pain medicines in addition to pump therapy.

Event description:
The patient was admitted (B)(6) 2012. The patient was taking a relatively high dose of oral baclofen (20mg four times per day).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).